Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
On september 25, 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter displayed the apply sample prompt. The medica affairs specialist (mas) sent a letter to the patient because she could not be reached by the phone at two different times on different days. The patient obtained the apply sample message for an unspecified period of time. She takes glyburide 5 mg four times per day and metformin (dose unspecified). The patient took oral diabetes medication after attempted use of the reported meter. Three weeks before contacting lfs, the patient became uncomfortable, had a warm head, and she flet lost and confused. She was tested with another, non-lfs meter; a result of 269 mg/dl was obtained on the other meter. The patient administered self-care in taking oral diabetes medication; the type and dose were not rpovided. The customer care advocate (cca) was unable to walk the patient through testing because the patient did not have test strips. The meter, test strips, and control solution were replaced. The complaint is reported because the patient was unable to obtain a reading on the lfs product. The patient experienced symptoms and receieved an elevated reading on another meter. The patient administered self-treatment with oral diabetes medication.